Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient started getting inaccurate readings everyday up until (B)(6) 2026. On (B)(6) 2026 the patient stated that she sought medical attention on (B)(6) 2026 and the sensor at that time was showing lower than the fingerstick reading cgm was displaying between 210 and 230 mg/dl and bg reading was 272 mg/dl and the sensor did not provide an alert. The patient was using both dexcom app and omnipod that was automatically adjusting based on his cgm readings. The patient did try to calibrate the sensor where it accepted it but it was still giving him inaccurate readings. The patient noted as well that the readings were jumpy. During that time, the patient was experiencing symptoms of confusion, sweatiness, nausea, vomiting and blurry vision. The patient was taken to the emergency room (ER) and there the reading from bg was higher than cgm (unspecified readings). The patient couldn¿t provide what were the medications and treatment provided to him. He was discharged on (B)(6) 2026 (more than 24 hours). Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No other details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.